Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored and no unexpected charge or battery lasts less than expected anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alert. Customer stated that he was not received a low battery alert prior to the replace battery alert. Customer stated that insulin pump battery cap was not loose or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.